Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01576-1 / 01578-1).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, it has been reported that the surgeon performed basic metabolic panel with cobalt and chromium blood levels test on the patient (B)(6) 2013 and diagnosed patient with metallosis. There has been no reported revision procedure. No further information has been provided to date.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, it has been reported that the surgeon performed unknown tests on the patient on an unknown date and allegedly diagnosed patient with metallosis. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01576 / 01578).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-3634/03635 & 1825034-2014-04914/04915.